Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient began to experience pain and was revised on an unknown date due to loosening of the tibial tray. The tibial tray was removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, the patient began to experience pain and was revised on an unknown date due to loosening of the tibial tray. The tibial tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that there were no manufacturing non-conformance's. The reported event of loosening is believed to be the result of a technique related issue. This report filed (B)(6) 2010.